Event description:
Apparent pump failure during bypass. Upon initiation of bypass, venous flow was strong, venous reservoir was filling. Attempted to obtain blood flow in the range of 3500 - 500 ml/min. Regardless of cardiopulmonary bypass centrifugal pump rpms perfusionist was only able to flow at 1000 - 1500 ml/min, which was insufficient to establish arterial return. Attempted to utilize backup pump but the backup pump when plugged into the base ran erratic and blood had to be returned to pt via emergency hand crank. Pt weaned off bypass, operative case aborted. Total cardiopulmonary bypass time was six minutes. Pt returned to the operating room 2 days later for the surgical procedure.